Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided for review. The image depicts the device having been introduced via a left subclavian access. The catheter is somewhat convoluted. Contrast is being infused via the port and is seen extravasating from an apparent disruption in the catheter a few centimeters from its connection with the port. Therefore, the investigation is confirmed for the reported catheter leak issue. However, the investigation is inconclusive for the reported infusion and aspiration issues as as the exact circumstance at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that ten months and seventeen days post a port placement, the catheter was allegedly found to have a leak on chest x-ray examination. It was further reported that there was allegedly an issue with infusion and aspiration. There was no reported patient injury.

Event description:
It was reported that ten months and seventeen days post a port placement, the catheter was allegedly found to have a leak on chest x-ray examination. It was further reported that there was allegedly an issue with infusion and aspiration. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.